Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00045.

Manufacturer narrative:
Conclusion: product did not contribute to event.complaint reviewed and analysis showed not trend for (B)(4), lot no: 036310212. Device history record reviewed. Package insert reviewed. Product not returned.(B)(4).

Event description:
Allegedly the cup displaced vertically and the patient had pain.